Event description:
Boston scientific crm received information that the patient stated his device had been explanted, as he no longer needed it and that the physician experienced difficulty removing both the right ventricular (rv) and right atrial (ra) leads, so they were both surgically abandoned. However, it was noted that portions of the rv and ra leads have been returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that only the proximal segment of the lead was returned with the conductor coils deformed at 66 and 78 mm from the terminal pin. The segment was severed and equaled 90 mm in length. The field allegation was not able to be confirmed by analysis.